Event description:
It was reported that during continuous renal replacement therapy with a prismax v3, the machine shut down. Upon powering back on, a current back up speaker alarm was generated. The treatment was ended without the extracorporeal blood being returned to the patient. As a result of the blood loss, the patient received a blood transfusion. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h3, h6 and h10. The device was not received for evaluation; however, it was inspected on-site by a baxter qualified technician. The calibration of the scales and system self-testing was performed, and no malfunction was detected. The event history log review showed the device software led to a current back up speaker alarm that was generated by the machine after the therapy recovery. The cause of the condition was determined to be a manufacturing issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.